Event description:
The iab was inserted into the pt on 7/12/97 at 9:50 am and removed on 7/13/97 at 10:45 am. The iab did not malfunction. A vascular surgeon was consulted and the pt had major ischemia. Removal of the iab was required. The pt had a fasioctomy on 7/12 and wound debridement on 7/17/98 for right above knee amputation. At discharge, the pt went to a skilled nursing unit. She later was readmitted and expired. (Multiple complications: major ischemia/removal required - reported 8/20/98. Pt's current status: expired - rpt'd 8/20/98.